Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the suprapubic catheterization set did not indicate the catalog number, specification, batch number and batch expiration date.

Manufacturer narrative:
The reported event was confirmed; however, the cause was unknown. The product had caused the reported failure. Sample has been evaluated and observed missing product identification label and it was does not indicate the catalog number, specification, batch number and batch expiration date. Based on the investigation performed, there is no root cause determined for this issue. The simulation has performed for both control and complaint samples and inspected under microscope there were no trace of glue. How and when the problem occurred could not be identified. The DHR records investigation and manufacturing process reviewed indicate no evidence showing that the failure had happened during the manufacturing process and not possibly happen at manufacturing site. A potential root cause for this failure could be operator handling method causing missing label and also contributed by user whereby mishandling the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst.¿ the actual/suspected device was inspected

Event description:
It was reported that the suprapubic catheterization set did not indicate the catalog number, specification, batch number and batch expiration date.